Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 62 mg/dl. Customer¿s current blood glucose value is 85 mg/dl. Customer has been treated with food and soda. Customer was neither in ER (emergency room), nor admitted into hospital, nor was ems dispatched as a result of low blood glucose. Based on customer report customer allege insulin pump was over delivering. The insulin pump will not be returned for analysis.